Event description:
It was reported the patient had a loss of therapeutic effect and the patient noticed a return of symptoms a couple weeks prior to report. It was stated the patient¿s settings were checked with a programmer and the amplitude had gone from 2.0 volts, which was set in (B)(6) 2013, down to 1.4 volts. It was noted that after (B)(6) the reporter had not touched the programmer and they were wondering how it could decrease on its own. Reportedly, they tried to increase the stimulation back to 2.0 volts but the programmer stated that 1.8 volts was the maximum it would increase to. It was verified the reporter got the icon showing stimulation couldn¿t be raised any higher. It was noted the patient saw their doctor in (B)(6) 2013, but no programming changes were made at that time.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va0701m, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).